Event description:
It was reported that the user received alert 38 indicating a motor stall on the ilet pump, attempted a restart without resolution, completed a successful dry run with guidance, and then performed a full supply change that resolved the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information, and troubleshooting and education to guide a dry run and supply change. Investigation of this case revealed a mechanical problem was identified consistent with a motor stall alarm. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.